Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The delivery system was discarded and the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips (80201u139, 80314u172) were implanted, reducing the mr to 1. On an un-specified date, the patient returned to the hospital not feeling well. It was found that one clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr returned to 4. On (B)(6) 2018, one week after the patient presented to the hospital, an additional mitraclip procedure was performed. One clip was implanted medial to the slda clip for stabilization, and the mr was reduced to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). Expiration and manufacturing dates have been provided for both implanted clips: lot #: 80201u139, manufacturing date: 01-feb-2018, expiration date: 01-feb-2019. Lot #: 80314u172, manufacturing date: 15-mar-2018, expiration date: 15-mar-2019. The device was not returned for analysis. A review of the complaint history record for both implanted clips did not indicate a lot-specific quality issue. All available information was investigated and the definitive cause for reported single leaflet device attachment (slda) could not be determined. The reported adverse event of worsening mitral regurgitation (mr) was a result of the slda. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.